Manufacturer narrative:
(B)(4).

Event description:
Additional information was received stating the surgeon does not feel the lens was the cause or contributed to the reported event.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facilities representative reported an intraocular lens was explanted due to patient's vision not sharp enough. Additional information was requested.

Manufacturer narrative:
(B)(4).